Manufacturer narrative:
This report is submitted on october 20, 2022.

Event description:
Per the clinic, the patient experienced hypertrophic scar and subsequently was treated with topical steroid (specific date and duration not reported).